Event description:
This patient has a history of auditory nueropathy and has not performed as well as expected with their cochlear implant. The cochler implant was evaluated using the integrity test system in 2005. The results of this evaluation were unclear. As it is unclear whether this patient is performing poorly due to the audotory neuropathy or a device malfunction their clinicians have decided to explant the current device and reimplant with an upgraded model.